Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information received by smiths medical on 22-sep-2020 via email that the event occurred while testing and no patient was involved. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was started in application, and no problems found with beeping. However, the pump downstream sensor will be replaced as a preventive measure.